Event description:
Update (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to metallosis, a loose acetabular cup, brownish appearing synovial fluid, and a diminished posterior acetabular wall. The information received does not change the MDR decision. Replaced with pinnacle products. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege pain, joint stiffness, fluid around the hip, and elevated chromium and cobalt levels (chromium 35.4 and cobalt 74).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.